Manufacturer narrative:
As reported, the optifix straight did not deploy correctly during procedure. Based on the information available, no conclusion can be made. The information provided is limited to the maude event report. Contact information was not provided, therefore, we are unable to request additional information. Based on the limited information provided, and not having the sample to review, a root cause cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2020. The instructions-for-use include with the device recommend the following: take the optifix¿ absorbable fixation system out of the sterile package using sterile technique. Bring the prosthesis (mesh) or tissue into position. For tissue approximation, be sure that adequate overlap of tissue exists. For laparoscopic ventral hernia repair it is recommended to reduce the pneumoperitoneum appropriately for better abdominal wall compliance and optimal fastener depth penetration. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. After successful deployment of all required fasteners, handle and dispose of in accordance with any local and federal laws regarding medical waste. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported per maude event report (mw5096855): the following adverse outcomes were alleged against the optifix 30 fixation device which occurred on (B)(6) 2020: "during a procedure, an absorbable fixation device did not deploy (fire) correctly, was removed from sterile field and taken out of service. Surgeon used suture instead, no patient harm. FDA safety report ID# (B)(4)."